Event description:
Caller reported a tandem mobi cartridge alarm, which did not adversely impact the customer's blood glucose level. Technical support confirmed the issue and decided to replace the pump. The customer was advised to return the problematic pump using a tandem-provided return box within 10 days to avoid charges and to program their settings into the replacement pump. Instructions were also given on connecting their cgm to the new pump and placing the old pump into storage mode. The customer was informed to rely on an alternate insulin delivery method if necessary and did not request a signature for delivery.